Manufacturer narrative:
Visual inspection of single innie set screw revealed that approximately 3mm of axial thread length was stripped from the set screw. There were no visible material deformation indications on the bottom of the set screw suggesting that the screw did not make contact with a spinal rod. The set screw hex lobe feature shows diminutive signs of material deformation suggesting that there was a certain level of resistance as the screw was being advanced. Review of the device history record found no discrepancies. The root cause of the set screw stripping cannot be positively determined . However, the noted damage suggests that the set screw was cross threaded during insertion and became stripped. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports that during the implantation of a saber cage, the threads of the device became damaged and the insertion instrument became detached. A second saber cage was inserted and impaction caused that cage to break into three pieces. During final tightening of the construct's set screw, it's threads were torn from the device. See mfg medwatch report# 1526439-2013-10146 for the broken cage that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the set screw and completion of the evaluation.